Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was unable to be performed, the reported event was unable to be confirmed or replicated.

Event description:
It was reported that during a da vinci-assisted radical without lymphadenectomy prostatectomy surgical procedure, the master tool manipulator left (mtml) moved non-intuitively. An intuitive surgical inc. (Isi) technical support engineer (tse) could not find any related errors in the system logs. The tse advised the customer to power cycle the system and reseat instrument and drape to resolve the issue. The procedure was completed with no reported injury.